Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned and analyzed. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that there were no externalized conductors.

Event description:
It was reported that during an upgrade procedure, an insulation breach of the right ventricular (rv) lead was found. The insulation on the portion of the lead that was wrapped around the device in the pocket was showing abrasion wear and several places where the inner cables were exposed. The lead was partially explanted and the remaining portion was capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.